Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. Investigations have been initiated in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Event description:
A nurse reported that the trocars leaked. The procedure was completed. There was no patient harm. Additional information has been requested but not received.

Manufacturer narrative:
Product manufacturing site updated due to receipt of corrected product information. Manufacturer report number corrected and reported under 1644019-2017-00752. The manufacturer internal reference number is: (B)(4).